Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elevated shock impedance measurements. A request for technical services (ts) review was needed. Ts reviewed the data and noted that in march 2024 the impedance fluctuated between 140 to 205 ohms. The previously implanted device showed similar values. Ts discussed performing an x-ray to review system placement and review the depth of the system which are common when seeing elevated system impedance measurements. Most recent information noted that the patient underwent a revision and was replaced with a transvenous system. Additional clarification noted that the system has not been explanted to date. No adverse patient effects were reported. Additional information noted that the s ICD remains in situ but all therapies were turned off. The patient did not receive a transvenous device due to obesity, poor skin quality and risk of infection.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review. There was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: laboratory analysis noted that this complaint was assigned a no problem detected conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elevated shock impedance measurements. A request for technical services (ts) review was needed. Ts reviewed the data and noted that in (B)(6) 2024 the impedance fluctuated between 140 to 205 ohms. The previously implanted device showed similar values. Ts discussed performing an x-ray to review system placement and review the depth of the system which are common when seeing elevated system impedance measurements. Most recent information noted that the patient underwent a revision and was replaced with a transvenous system. Additional clarification noted that the system has not been explanted to date. No adverse patient effects were reported. Additional information noted that the s ICD remains in situ but all therapies were turned off. The patient did not receive a transvenous device due to obesity, poor skin quality and risk of infection.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elevated shock impedance measurements. A request for technical services (ts) review was needed. Ts reviewed the data and noted that in march 2024 the impedance fluctuated between 140 to 205 ohms. The previously implanted device showed similar values. Ts discussed performing an x-ray to review system placement and review the depth of the system which are common when seeing elevated system impedance measurements. Most recent information noted that the patient underwent a revision and was replaced with a transvenous system. Additional clarification noted that the system has not been explanted to date. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review. There was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Laboratory analysis noted that this complaint was assigned a no problem detected conclusion code.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elevated shock impedance measurements. A request for technical services (ts) review was needed. Ts reviewed the data and noted that in (B)(6) 2024 the impedance fluctuated between 140 to 205 ohms. The previously implanted device showed similar values. Ts discussed performing an x-ray to review system placement and review the depth of the system which are common when seeing elevated system impedance measurements. Most recent information noted that the patient underwent a revision and was replaced with a transvenous system. Additional clarification noted that the system has not been explanted to date. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elevated shock impedance measurements. A request for technical services (ts) review was needed. Ts reviewed the data and noted that in (B)(6) 2024 the impedance fluctuated between 140 to 205 ohms. The previously implanted device showed similar values. Ts discussed performing an x-ray to review system placement and review the depth of the system which are common when seeing elevated system impedance measurements. Most recent information noted that the patient underwent a revision and was replaced with a transvenous system. No additional adverse patient effects were reported.